Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. See 3500a report 3005075853-2017-0523. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you confirm if a tlc55 or tlc75 was used in the procedure? What were the indications for surgery? Could you provide any additional information regarding the health of the tissue at the anastomosis site? What was the etiology or origin of the infection during the surgical procedure? During the reoperation was the exact site of the leak identified? If so, where was the leak? Was it able to be determined if the leak was from the tx30b or the tlc75? Are there any plans to re-anastomose? What is the current patient status?

Event description:
It was reported that the doctor was performing an exploratory laparoscopy with left colon resection and mobilized the spleen before performing the left colon resection, and performed an anastomosis in an infected field of tissue. Six days post op, the patient returned with an anastomosis leak. The doctor reoperated on the patient, performed a colon resection on the infected bowel, coloscopy, followed by a colostomy bag. The patient is currently under observation. No product to be returned.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable adverse event and is being considered a malfunction. Additional information was obtained: the surgeon operated on his patient and had to re-operate due to a anastomotic leak. He clearly stated this leak was not due to an instrument failure but that we operated on this patient in an infected field of tissue. Could you confirm if a tlc55 or tlc75 was used in the procedure? The surgeon wasn't sure whether it was a tlc55 or tlc75 but it was one of them. He does use a tx (not sure if it was a 30 or 60) to top off the anastamosis on all of his surgeries of this type. What were the indications for surgery? The indication for surgery was a left colon mass. Could you provide any additional information regarding the health of the tissue at the anastomosis site? He indicated that the health of the tissue after the anastomosis was subject and unhealthy looking tissue. What was the etiology or origin of the infection during the surgical procedure? No, but the blood flow was compromised which led to unhealthy look. During the reoperation was the exact site of the leak identified? If so, where was the leak? Yes, part of the anastomosis was part of the leak identified. The area had become somewhat ischemic looking. He then did a colostomy to finish the procedure. Was it able to be determined if the leak was from the tx30b or the tlc75? See previous answer. Are there any plans to re-anastomose? He said not at this time. He said the patient does have a 7cm liver mass and encompasses two lesions in the liver. They plan to visit md anderson in the near future. What is the current patient status? He saw the patient in his clinic last week and all in all the patient is doing well.